Event description:
In 11/2004, the pt contacted lifescan and reported that their one touch ultra meter was reading inaccurately high. Medical affairs specialist attempted to contact the pt on the following day and left a message. Since there was no response back, a letter will be sent. The pt had received a result of 266 mg/dl in the morning of the incident. That afternoon, the paramedics were called at their work and their meter result was "in the 20's." The pt had refused to go to the hospital. They were given orange juice, some food and "glucose sticks." It is unknown for this event if they had taken any medication based on the meter result in the morning. It is also unknown as to what symptoms they had experienced prior to the paramedics were called and if they had attempted to test on their meter at that time. That same night, they felt that they were "in shock and almost unconscious." They tested at 10:13pm with a result of 240 mg/dl. The paramedics were called and 15 minutes later, their meter result at 10:30 pm was 24 mg/dl. They were given glucagon and orange juice by the paramedics. Again, there is no information regarding their medication regimen and if they administered any medications based on their meter result prior to the paramedics coming. They were taken to the hospital, where the hospital meter result was 66 mg/dl.